Manufacturer narrative:
Investigation of the returned rmu-1000 identified that the cause of the device error was related to the home senor magnet becoming dislodged. The home sensor magnet assembly process and adhesive were improved under car 17-003. This device was manufactured prior to the car 17-003 corrective action.

Manufacturer narrative:
The investigation of the device in underway and the cause of the event has not yet been determined. Once a root cause has been established, a follow-up MDR will be submitted.

Event description:
Customer reported that during a rescue attempt the compression module would not go down. They reported that they reset the unit and it performed two compressions then stopped working again. The device was removed, and manual compressions were performed.